Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 70 mg/dl (active), 148 mg/dl (instant system 1) and 155 mg/dl (instant system 2). The same vial of instant strips were used to obtain the blood glucose results.